Manufacturer narrative:
(B)(4). Batch # m9261x. The analysis results of the er320 device found that it was received with the jaws yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed six scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: (b)(6 2015 information was not provided by the contact. Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the doctor introduced the device to clip the cystic duct. Due to the patient's size and the doctor really having to torque the shaft to place the jaws precisely where he wanted to, he felt that was the reason for the clips being malformed. He noticed that clips were coming out in a scissor shape and removed the device along with the clips. Case completed with another device of the same product code. There were no patient consequences reported.